Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the venous inlet disconnected from the connector of the venous reservoir assembly. There was 250 ml of blood loss. The product was not changed out. The surgery was completely successfully.

Manufacturer narrative:
Terumo rec'd the actual device for investigation; however, the investigation is incomplete. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).